Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was "not feeling well" and had a device interrogation done. The device was found to be at end of life (eol) and the right ventricular (rv) lead exhibited high and unstable thresholds. It was further noted that the lead had very little slack and was "nowhere near the septal wall or apex." The physician elected to explant and replace both the device and lead. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.